Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the access site. Manual pressure was held, and a fem-stop was added for support. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the hematoma is most likely use related since hematoma noted at cp access site upon arrival to ICU. The pump passed all the post sterile inspection checks.